Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated the user experienced a high blood glucose of 14.2 mmol/l. The user alleged the insulin pump was under delivering insulin due to he was changed set twice but blood glucose was not coming down. Customer declined further troubleshooting. No harm requiring medical intervention was reported. Customer stated suspects insulin pump was not delivering insulin, he's changed set and given himself a bolus but blood glucose has not come down, when customer disconnected from pump at quick release, after rewinding and loading reservoir, insulin started coming out before pressing fill tubing which was unusual for him, no leaks observed, customer changed set to see if same thing will happen with new set and insulin exited at quick release after fill tubing. The insulin pump will not be returned for analysis.